Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the device was found to be in backup vvi mode. The asymptomatic patient was brought into the clinic for further assessment. A firmware download was performed successfully. The device was restored to normal function, and remains implanted.